Manufacturer narrative:
3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. The product has not been returned for evaluation to 3m (B)(4). Analysis of returned product sample is pending. A follow up report will be submitted upon completion of analysis. Multiple attempts have been made to obtain more information.

Event description:
A hospital employee alleged three 3m¿ ranger ¿ high flow fluid warming sets (model 24365) cartridges split, causing blood to spill everywhere. Exact dates of incidents reported were not specified. Details regarding the usage of the devices were not specified. The employee reported there was no excessive pressure applied above the 30 mmhg limit. No harmful exposure to blood was specified. No patient injuries were alleged.

Manufacturer narrative:
Added device UDI information. Corrected device manufacture date. Updated method, results, and conclusion codes. The product has not been returned for evaluation to 3m (B)(4). Without the sample we are unable to verify and determine the root cause of the defect. End of report.